Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this right ventricular (rv) lead and device exhibited episodes with noisy signals and oversensing. Programming changes were made and the respiratory rate trend was turned off. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that there has been no intervention and no further evaluation. The patient will be monitored closely. No adverse patient effects were reported.